Event description:
Per (B)(4): "small bowel injury found ten days after surgery requiring laparoscopic surgical repair and intravenous antibiotics. Small bowel with small round injury attached to the uterus. Novasure ablation performed along with tubal ligation. Suspect cautery injury from the novasure to the small bowel which did not manifest initially." We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Serial number of the radio frequency controller not provided by the complainant. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system cannot be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as lot and serial numbers were not provided by the complainant. (B)(4).